Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: based on the available information, the patient¿s liberty select cycler can be disassociated from having a causal or contributory role in the serious adverse events. It is unknown if the patient was actively undergoing ccpd therapy when he expired, nor was there any allegation or objective evidence indicating a serious injury, patient death, or other serious adverse event(s) related to a fresenius device(s) and/or product(s) occurred warranting further investigation. Therefore, the completion of a clinical investigation is not required.

Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis "[cc(pd)]" utilizing a liberty select cycler for renal replacement therapy (rrt) expired on (B)(6) 2026. Subsequent attempts to obtain additional clinical information (e.g., discharge summary, esrd death notification, death certificate, medication record, treatment record) were unsuccessful.

Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis "[cc(pd)]" utilizing a liberty select cycler for renal replacement therapy (rrt) expired on (B)(6)2026. Subsequent attempts to obtain additional clinical information (e.g., discharge summary, esrd death notification, death certificate, medication record, treatment record) were unsuccessful.

Manufacturer narrative:
Additional information provided in d9 and h3. Plant investigation: a visual inspection of the returned cycler exterior showed signs of physical damage: heater tray discolored. There were no visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A (as-received with reduced dwell) simulated treatment was performed and completed. Valve actuation test passed. System air leak test passed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.